Manufacturer narrative:
The pt's acetabulum is described as being irregular in size. Revision operative notes were provided which note that upon removal of the acetabular screws, there was micro motion of the shell. It is also noted that the pt had defect involving about 30% of the acetabular wall posteriorly. Additional bone graft had to be used to create a solid acetabulum. From the info provided, it appears that the pt did not have adequate bone stock in the acetabulum. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications.

Event description:
It is reported that the pt was revised due to pain and loosening of the acetabular component.